Event description:
Customer reported that at the start of a new epinephrine infusion, the channel ran for approximately 20 seconds, then the pump began to alarm "internal roller clamp malfunction". The nurse attempted to troubleshoot the channel and the tubing, but upon restarting the pump, it continued to alarm. The pt became hypotensive to 50/30s. A previous epinephrine drip that had been infusing on the syringe module was turned back on. The pt's blood pressure returned to baseline in approximately 5 minutes. No boluses or other medical intervention were needed. The pump was sent to biomed who reported that it passed all testing. Customer is requesting an event log review. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.